Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the user did not connect the endoscope to the subject product correctly. Regarding the connection of the endoscope, the following is described in the instruction manual and can prevent the event: "connect the video connector all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the video connector is disconnected, the color bar is displayed."

Manufacturer narrative:
The device was not returned to olympus for evaluation. The technical service team attempted to troubleshoot over the phone. The customer responded later and stated the troubleshooting had resolved the green image issue. A supplemental will be submitted if additional information becomes available following investigation..

Event description:
The customer called olympus to report the device presented a green image on the screen rather than the endoscopic image. There was no patient involvement.